Event description:
The pt reported experiencing elevated blood glucose of up to 300 mg/dl since (B)(6) 2011 and he believes the infusion device delivers too little insulin. No further info was provided. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.